Manufacturer narrative:
Correction to complaint summary from: it was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock while canoeing and presented to the emergency room. Upon review it was noted there was noise artifact that had the appearance of a set screw damage pattern and disappeared post shock. This s-ICD remains in service. No adverse patient effects were reported. To: it was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock while canoeing and presented to the emergency room. Upon review it was noted there was noise artifact that had the appearance of a set screw seal plug damage pattern and disappeared post shock. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock while canoeing and presented to the emergency room. Upon review it was noted there was noise artifact that had the appearance of a set screw seal plug damage pattern and disappeared post shock. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock while canoeing and presented to the emergency room. Upon review it was noted there was noise artifact that had the appearance of a set screw damage pattern and disappeared post shock. This s-ICD remains in service. No adverse patient effects were reported.